Event description:
The pt called lifescan and alleged the one touch ultra meter was reading inaccurately low. The readings were "very low". The pt "did not feel good"; a medical professional was contacted for phone advice. No treatment reported. The customer care rep performed troubleshooting and twice the control solution test was not within range. The same test strips and control solution passed on another meter. Based on the info obtained from the pt there is indication the product malfunctioned; the meter was replaced and return expected.